Event description:
It was reported that the device would not power on with dc or ac power. No patient was involved with incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not power on. Physio replaced the system pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.